Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was inappropriately defibrillated three times between (B)(6) 2015 and (B)(6) 2015. A sinus tachycardia rate over the treatment threshold contributed to all three false detections. The patient was at home sleeping on (B)(6) 2015 during the first two defibrillations. The patient's spouse was present. The patient was taken to the hospital where he was inappropriately treated the third time on (B)(6) 2015. The response buttons were pressed intermittently during the entire event. The patient continues to wear the life vest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4) (reuse); electrode belt (B)(4): 03/01/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.